Manufacturer narrative:
The reported high hv lead impedance was confirmed in the laboratory via review of the device image. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the high hv lead impedance could not be determined.

Event description:
It was reported that patient received an alert for high, out of range, high voltage lead impedance. The device was explanted and replaced. The patient condition was good after the event.